Event description:
I had breast augmentation in (B)(6) 2007. Since I have suffered with migraines, inflammation issues, swelling in my eyes, hands and feet, chronic widespread nerve pain, debilitating nausea and vertigo, symptomatic of rheumatoid arthritis, a plethora of women's health issues from menorrhagia, hormone imbalances, ovarian cysts, endometriosis and now need a hysterectomy. I have gi issues that make me fear eating most days due to pain and just had my gallbladder removed in (B)(6). I have chronic fatigue, skin rashes, and anxiety. I am (B)(6) years old. FDA safety report ID # (B)(4).